Event description:
It was reported a patient in the clinicalservice study developed an infection. The leads were removed and replaced. No product will be returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID d284trk implanted: (B)(6) 2008; product ID 5554 implanted: (B)(6) 2003; product ID 6943 implanted: (B)(6) 2003; product ID 4193 implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.